Event description:
It was reported that the video system center occasionally displayed an e116/e117 error during preparation for a therapeutic laparoscopic surgery. Patient was not sedated at the time of the reported event. The intended procedure was completed with no delay using another device. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported errors were confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.